Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had high blood glucose value and there was under delivery of insulin. Customer¿s blood glucose level at time of incident was 286 mg/dl and current blood glucose value was 445 mg/dl. Customer she bolused with her pump. Customer reported that site was changed every 2 or 3 days. Customer was able to perform high pressure test and resulted in insulin flow block. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.